Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete. D9: based on the reported event, a device evaluation is not necessary to complete this investigation; the reported event has been previously investigated.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.